Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Went to change (tampon). Only a small amount of material on the string after being in [foreign body in reproductive tract]. Went to change (tampon) there was only a small amount of material on the string [device breakage]. Consumer stated on social media that when she went to change the tampon, there was only a small amount of material on the string. No serious injury was reported.